Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, tip of suture broke off after first closing count (#1 vicryl ctx ref# j977 lot #: 10c4m8, writer will save package and give to charge). X-ray of left knee was taken and tip of suture was located and removed by dr. (B)(6)/dr. (B)(6). A second x-ray was then shot of left knee (as per dr. (B)(6) orders) and read by dr. (B)(6). Dr. (B)(6) called into operating room and spoke with rn and stated there is no retained foreign object in pt left knee. Therefore, final count was correct. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved from the patient during the initial procedure? If not, please explain. What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? What is the most current patient status? Please resend the attachment ¿attached j977 suture.jpg,¿ as it is not currently recorded in the file. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of -none, device in possession of none.